Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was getting "hot". There were no delays to the scheduled surgical procedure as a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed and found that the bearings were worn and the device ran hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear of the bearings from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.